Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: the black box showed no evidence of intermittent power and all pump reboots were recorded post call service alarms. The battery cap was fastened and then unscrewed ½ turn and the pump rebooted; therefore, the original complaint was duplicated. An inspection of the battery cap found a missing battery cap contact. Available cap contacts measured within specifications. A test battery cap was used for the rest of investigation. No further power interruption or any other errors, alarms or warnings occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found internally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.